Manufacturer narrative:
Batch review performed on 08 november 2016. Lot 131577: (B)(4) items manufactured and released on 22 july 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The stem had subsided, the cause of the stem subsiding is unknown. The surgeon revised the stem and head. The surgery was completed successfully. X-rays and explants are not available.